Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the bezel keys were frozen on a 980 ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Correction to contact information. Device evaluation summary: the service engineer evaluated the ventilator and replaced graphical user interface(gui) assembly. After repair the unit passes all required tests and calibrations. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.